Manufacturer narrative:
Biomed reported on a call to service that neither table monitor was displaying anything. Since he was in the middle of a procedure, he could not troubleshoot (they were using the control room monitor to finish). Service suggested resetting the breaker at the back of the table first, then open the tower cover and checking the monitor power supply / fuses. Biomed said he would do this and call back as needed. Five days later, biomed called back saying he found that the monitor power supply was putting out 10 volts. Since it requires 12 volts for the monitors to work, it the power supply was failing. Service gave biomed the replacement power supply, pn (B)(4), transferred to parts for pricing /ordering. On a follow up call, the customer reported they received and installed the power supply and that the system had been fully functional since that time.

Event description:
Customer reports during an unknown procedure both of the system table monitors failed. Staff was able to turn the control room monitor toward the room and the physician completed the procedure without incident. No reported injury.